Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time. The patient's issues were believed to be not device related.

Event description:
A report was received that the patient had severe pain at the ipg site and it was full of fluid. The physician drained the fluid in the area. The patient was doing well.

Event description:
A report was received that the patient had severe pain at the ipg site and it was full of fluid. The physician drained the fluid in the area. The patient was doing well.

Manufacturer narrative:
Additional information was received that the patient was still having issues and most likely will be getting a revision of pocket site. Database analysis revealed no anomalies.

Event description:
A report was received that the patient had severe pain at the ipg site and it was full of fluid. The physician drained the fluid in the area. The patient was doing well.